Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 8/16/2024.

Event description:
Healthcare professional reported right side rupture, "destructured prosthesis", "periprosthetic tissue with extensive sclerosis", and "moderate chronic inflammation with xanthogranulomatous reaction and giant cellular reaction against synthetic material." Device has been explanted with capsulectomy and replaced with another manufacturer's device. Device has been discarded.

Event description:
Healthcare professional reported right side rupture, "destructured prosthesis", "periprosthetic tissue with extensive sclerosis", and "moderate chronic inflammation with xanthogranulomatous reaction and giant cellular reaction against synthetic material." Device has been explanted with capsulectomy and replaced with another manufacturer's device. Device has been discarded.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture, local reaction and granuloma requested on july 18, 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Local reaction: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "xanthogranulomatous reaction and giant cellular reaction against synthetic material¿.

Event description:
Healthcare professional reported right side rupture, "destructured prosthesis", "periprosthetic tissue with extensive sclerosis", and "moderate chronic inflammation with xanthogranulomatous reaction and giant cellular reaction against synthetic material." Device has been explanted with capsulectomy and replaced with another manufacturer's device. Device has been discarded.